Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer's buttons were not responding. Customer stated their esc button was unresponsive. Customer could not recall any significant events leading to the button not working. The customer's blood glucose was unknown. No additional information provided.